Manufacturer narrative:
(B)(6). This report is for two (2) unknown short thread 4.00 cannulated screws. A total of one and one-half (1 ½) screws were retained in the patient due to the intraoperative events encountered with the extraction instruments. The original implant procedure was performed on an unknown date approximately eight (8) years ago. The revision procedure was completed on (B)(6) 2016; however, due to the intraoperative breakage of the extraction instruments, one and one-half (1 ½) screws were left in the patient. Therefore, these devices are not considered to have been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal on (B)(6) 2016 due to complaints of pain. The plan for the procedure was to remove all of the originally implanted hardware. The lateral hardware was successfully explanted; however, as the surgeon attempted to explant the remaining medial screws, issues were encountered. First, the threads of a conical extraction screw stripped while engaging the head of a 4.0mm cannulated screw. Then the extraction screw snapped off in the middle when pliers were implemented. The surgeon attempted to use an extraction bolt to explant the remaining cannulated screw, but this instrument became bent. The bolt then compressed the shaft and snapped off the remaining half of the screw. As a result, one-half (1/2) of the screw remained imbedded in the instrument, while the other half remained implanted in the patient. A total of one and one-half (1.5) 4.0mm cannulated screws are still in situ as they could not be removed. The original fracture had healed completely and the patient was not revised to any other devices/construct. There was a reported ten (10) minute surgical delay as additional x-rays, in relation to the malfunctions, were needed. The procedure was completed without further incident. The patient is reportedly in stable condition. This report will address the intra-operative events only. The reason for revision will be captured in and reported under linked complaint (B)(4). This report is for two (2) unknown short thread 4.00 cannulated screws. This report is 3 of 3 for (B)(4).